Event description:
It was reported that when the patient's pacemaker was checked before, it "reset" his neurostimulation device. The carelink monitor did not have a magnet in the wand. It was unknown when this ("resetting of his neuro devices") happened to the patient. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0437000v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).